Manufacturer narrative:
Combination product: yes.

Event description:
Noise reported by nurse during device check on atrial lead. Recommended isometrics to evaluate further. No adverse patient events reported. Device remains implanted.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.